Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a downstream occlusion alarm, and a cassette not attached properly alarm. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. The downstream occlusion sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. This occurred during testing, and there was no patient involvement.